Event description:
It was reported that customer has had ten reactions. The blood glucose numbers are not stable. The customer has experienced high blood glucose during the night. The current blood glucose reading is 105 mg/dl. Customer experiencing sweating and racing heart. Customer treats with the insulin pump.customer stated that the insulin pump is over delivering insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.